Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented with increased lvad parameters. The patient¿s lactate dehydrogenase (ldh) baseline is on the 300¿s. The patient was transfused with 2 units of packed red blood cells (prbc) upon admission due to anemia; then was treated with heparin then transitioned to coumadin with a higher inr goal of 2.5. The patient was discharged home on (B)(6) 2018. Their lactate dehydrogenase (ldh) is at baseline. The patient remained an outpatient and will continue to be followed. No additional information provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The system controller log file appeared to show the system operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.